Event description:
A skytron 40" carbon fiber extension fell from the operating table. Biomed noted damage to the board and had difficulty securing the board to the table. Customer asked for skytron's approval to use the board and was advised that the board be removed from service and replaced. Replacement board was ordered and an in-service was conducted on (B)(6) 2017. Upon arrival for the in-service the skytron distributor was advised by the or nurse manager that a patient was on the table when the board fell off. No patient injury occurred. In-service was conducted with 28 or staff members being advised on the proper use, care and weight limitations. Or management was satisfied with the inservice training and advised they were comfortable with the use of the table extension. The damaged extension is out of service and is not currently available for physical inspection.